Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The certas valve was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; the silicone housing was cut/torn, and the siphon guard was separated from the valve, marks were noted on the siphon guard, as well as needle holes in the needle chamber. The valve was hydrated. The valve was flushed and no occlusion was noted at the ruby ball but leaked from the cut/tear in the silicone housing. The valve was leak tested and leaked from the needle holes in the needle chamber and from the tear/cut in the silicone housing. The valve could not be reflux tested due to the damage silicone housing. The valve passed the test programming, siphon guard and pressure. The root cause for the issue reported by the customer the cut/tear in the silicone housing around the siphon guard, this was probably caused by a sharp or pointed object coming into contact with the silicone housing, as noted in the instruction for use silicone has a low cut/tear resistance.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas valve was implanted to a female patient on (B)(6) 2020 with a setting of 2. The valve was connected with the product ID 823973 and 823945. On (B)(6) 2020 imaging revealed a subcutaneous spinal fluid retention at the valve implantation site and damage to the valve was suspected. Therefore, on (B)(6) 2020 it was replaced with a new valve.